Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the surgeon was logrolling the patient onto the trios table and connecting mayfield (product ID is unknown) to the coupler 2, the mayfield moved and caused a cut/laceration to the patient's head from the mayfield pin sliding on the head. No surgery delay has been reported.

Manufacturer narrative:
Mayfield skull clamp was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be determined. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.